Event description:
Rptr's minimed 508 insulin pump lost power and stopped giving insulin in the morning. The pump is not supposed to shut off without first giving multiple low battery warnings and alarms. No such warning or alarm was given. The pump shut down and blood sugar was elevated several hrs later when rptr noticed that the pump was not working. This happened one other time with another minimed 508 insulin pump in the fall of 1999. At that time, blood sugar was quite elevated as the pump failure occurred in the middle of the night.